Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the 90% calcified proximal marginal artery. A 3.50 x 12 synergy¿ drug eluting stent was advanced in tandem with another unspecified stent to treat the lesion but due to the large amount of calcium in the proximal end, the synergy¿ stent was lifted and wrinkled when positioning the second stent more proximal to the ostium. The device was removed and the lesion was pre-dilated with a balloon catheter and placed another of the same device to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on proximal row 1 of the stent were damaged and pulled slightly in a distal direction. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. Stent damage most likely occurred when the struts got caught in the calcification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the 90% calcified proximal marginal artery. A 3.50 x 12 synergy¿ drug eluting stent was advanced in tandem with another unspecified stent to treat the lesion but due to the large amount of calcium in the proximal end, the synergy¿ stent was lifted and wrinkled when positioning the second stent more proximal to the ostium. The device was removed and the lesion was pre-dilated with a balloon catheter and placed another of the same device to complete the procedure. No patient complications were reported and the patient's status was stable.